Event description:
It was reported that a user stopped receiving glucose readings on the ilet system and only observed three lines, consistent with signal loss between the dexcom g7 sensor and the responsible device; the user was guided to toggle connections and was advised on bg run mode requiring manual entries, but the sensor did not reconnect. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed an interoperability issue characterized by intermittent communication failure associated with the electrical and magnetic subsystem, specifically the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.